Manufacturer narrative:
On february 11, 2020, the device investigation summary was updated. Updated device investigation summary: during evaluation of the sample, the shell was observed slightly yellowish. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Additionally other test were performed and the root cause for yellow coloration cannot be determinate. Yellowish coloration of the implants in some cases have being attributed to the use of providine. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed, and the manufacturing criteria was met prior to the release of this lot in addition the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/6/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, the shell was observed slightly yellowish. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Yellowish coloration of the implants in some cases have being attributed to the use of providine. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed, and the manufacturing criteria was met prior to the release of this lot in addition the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/15/2019, the device investigation summary was updated. Updated device investigation summary: during evaluation of the sample, the shell was observed slightly yellowish. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Yellowish coloration of the implants in some cases have being attributed to the use of providine. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. The manufacturing records were reviewed, and the manufacturing criteria was met prior to the release of this lot in addition the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with mentor memorygel breast implants (535cc on the right side and 455cc on the left side) and experienced bilateral infection post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. Upon explanation, it was noted that the implants looked yellow. This report is for the patient's left-sided device.